Manufacturer narrative:
The initial MDR 2517506-2017-00183 was filed on february 22, 2017. Additional information (02/08/2017): the customer provided information about additional discordant results obtained on the patient samples. Corrected information (02/08/2017): the initial MDR stated that the date of event was (B)(6) 2017. Based on the additional patient information obtained, the correct date of event is (B)(6) 2017.

Event description:
While the issue occurred, the customer had obtained additional discordant, falsely low sodium (na) result on one patient sample and discordant falsely low potassium (k) and chloride (cl) results on two and one patient samples respectively. The samples were repeated on the same instrument, resulting higher. It is unknown if the initial or repeat results were reported to the physician(s).

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they spin their samples for 6 minutes at 4500 revolutions per minute. The ccc specialist informed the customer to follow proper tube manufacturing specifications. The ccc specialist reviewed the customer's quality control (qc) data and determined that their qc ranges were wide, which would not enable the customer to detect a problem. Upon the ccc specialist's instructions, the customer checked the sensor lot information and found that they had been using an expired sensor lot since (B)(6) 2017. The customer replaced the sensor. The customer also informed the ccc specialist that they have narrowed their qc ranges. They did not obtain any additional discordant results. A siemens headquarters support center specialist reviewed the instrument data and did not find any instrument malfunction. The hsc specialist stated that the issue appears to be sample integrity issue. The cause of the discordant, falsely low na results and calculated anion gaps on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl 200 instrument. Additionally, falsely low anion gaps were calculated for the patient samples due to the discordant sodium results. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results and anion gaps.